Event description:
The pt, showed no reaction to electrical stimulation since the first fitting. Telemetry measurements of the device revealed normal results.

Manufacturer narrative:
The device has not yet been explanted.